Event description:
On december 27, 2012 the user in germany contacted lifescan to report the one touch verio iq meter displayed an unspecified error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.